Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample probe and syringe. The fse replaced the sample syringe and probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of one (1) false high glucose (gluc) patient result on their au480 clinical chemistry analyzer. The false high glucose result was reported outside of the laboratory. The physician questioned the result and notified the laboratory. There was no affect to patient treatment in connection to event. The customer noted upon rerun of the sample, the gluc result was as expected value by the physician.